Event description:
It was reported by dealer that hanger was stripped out on the mvps wheel chair. Dealer also stated that end user had been taking chair to a tractor repair shop for repair. Dealer could not provide serial number. Dealer stated there were no records on the chair dealer. Caller was contacted by his sales rep and requested that he find parts. Caller had very little information on the chair.